Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by a failed motor. Visual observations internal to the motor found that the mr sensor was broken off the encoder board. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 in the cardiac surgery intensive care unit. It was also reported there was no patient involvement.